Manufacturer narrative:
Including mean weight of study population in a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: terentes-printzios et al. The impact of transcatheter aortic valve implantation on arterial stiffness and wave reflections. Int j cardiol. 2021 jan 15;323:213-219. Doi: 10.1016/j.ijcard.2020.08.040. Epub 2020 aug 14. Earliest date of publish used for date of event. Medtronic products referenced: evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of transcatheter aortic valve implantation on arterial stiffness and wave reflections. All data were collected from a single center between january 2016 and may 2019. The study population included 90 patients (evenly split male/female, mean age 80.2 years), all of which were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, 5 deaths occurred within one-year follow-up. The causes of death included infectious diseases (n = 3) and cancer (n = 2). Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stroke, arrhythmia such as atrial fibrillation requiring permanent pacemaker implant, major vascular complication, life-threatening bleeding, renal failure, and hospitalization. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.